Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Implant loss. Checked with customer: selected other box by mistake. Surgical report: without incident treatment memo: #30 retrieved today and the site was grafted. There was persistent buccal tenderness and suppuration. The buccal plate was resorbed 4mm but lingual plate was intact. May want the implant removed and replaced with fixed bridge. 2023(B)(6)ar: ba informed